Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable insert was damaged which prevented the battery from charging.. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.